Manufacturer narrative:
(B)(4). Evaluation, results, conclusions: (severely tortuous and severely calcified).

Event description:
A talent abdominal stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was reported as severely tortuous and severely calcified. It was reported that the physician was unable to advance the stent graft to the intended landing zone. The delivery catheter kinked during the advancement due to the vessel morphology. The delivery system catheter was removed from the patient. The physician changed the guidewire to a stiffer guidewire and completed the case with another talent stent graft. No additional clinical sequelae were reported and the patient is fine.